Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The device was returned to olympus for evaluation, and the customer's allegation of device had a loose contact was confirmed. The device evaluation found that due to the deformation of the cable unit, the displayed image was flickering. Due to the deformation of the cable unit, noise occurred, and no image was displayed. Due to the poor water-tightness of the cable unit, water tightness was lost. The cable unit was depressed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to partial disconnection of the stress boot part of the cable unit, leading to image issues. Regarding the cable damage, the instructions for use identify verbiage that could prevent that damage: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a loose contact. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.